Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, it was observed that the rotational speed readout and the stall indicator did not light up. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The console could not be tested as there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch; there was no burr rotation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, it was observed that the rotational speed readout and the stall indicator did not light up. The procedure was completed with another of the same device. There were no patient complications reported.